Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were blood glucose at the time of incident 334 mg/dl and blood ketone 0.7 mmol/l customer stated that pushing fluids and blood glucose was increased 360 mg/dl. And ketone1.0 mmol/l. Customer stated that steady rise in sensor glucose. Insulin pump will not be returned for analysis.